Manufacturer narrative:
(B)(4). Maude report #: mw5077800. A valid lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy procedure, the device grasper broke off. The piece was removed from the patient. There was no patient consequence reported.